Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011 to report that her husband's sensor session started with a painful insertion and that 3 days after insertion, due to pain and discomfort, pt decided to remove sensor completely. Upon removal of sensor, pt noticed that sensor wire was protruding from his skin. Pt also noticed some bruising at the site of insertion. Pt was able to pull protruding sensor out of his skin using tweezers. At the time of her call to dexcom technical support, pt's wife reports that bruising was subduing and that pt was doing fine.